Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it is claimed by the surgeon that he fired the clip applier once and it worked fine. When he went to fire it a second time the clip flew out of the device. He tried it a few more times with the same result. He retrieved all of the clips. He then discarded the device and opened a new device and finished without any further issues. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However an investigation has been initiated to address the potential root cause of the drooping/ejected clips issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.